Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The boston scientific representative called boston scientific technical services (ts) from an implant procedure. The previous icm device was no longer implanted because it had eroded. Additional information from the boston scientific representative provided the device had eroded and come out of the incision site. There was no infection. A new icm device was successfully implanted to continue monitoring. Device will not be returned for analysis. There were no additional adverse patient effects.